Event description:
It was reported that the 9800 system had poor image. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera and image intensifier were calibrated during the service call. The system was tested and found to be working as intended and put back into service.